Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump had alarmed motor error and motor position encoder error for the second time. First motor error occurred about a week ago and now again when she was attempting to rewind the device. Customer's blood glucose was 89 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. Unable to confirm alarm due to several alarms noted in alarm history screen. The insulin pump alarmed due to corrupted history file. The motor was tested outside the insulin pump and passed. The insulin pump was received with minor scratched lcd window, broken off reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.